Manufacturer narrative:
Device passed the displacement, self test and passed the delivery accuracy test. No missing segment or partial display anomaly during test. Device received with cracked battery tube threads and cracked case display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother was reported via phone call that the insulin pump had a partial display screen due to cracked screen. The patient¿s blood glucose level was 87 mg/dl at the time of the incident. Issue was not resolved by troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.